Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their device was not working and not helping with their symptoms. The patient stated that their symptoms were back to where they used to be for the past six months. They were sent a replacement patient programmer (pp) and it was still was not working with the device. The patient's symptoms were noted as urinating. It was recommended that the patient follow up with their healthcare provider (hcp) to check on the device. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.